Event description:
Patient was revised due to non union of tuberosities probably due to poor bone stock or poor surgical technique of original surgery. While in surgery second problem was discovered: 128-10-010 found to be unsterile due to holes in inner and outer packaging. Delayed surgery 15-20 minutes due to autoclaving product.